Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump was not annunciating audible tones although the volume was set to ¿high¿. Customer's blood glucose was 292 mg/dl. The customer continued to use the pump for insulin therapy.